Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. The actual date of event is unknown. The date received by manufacturer was entered into the date of event field.

Event description:
It was reported by customer that the item broke while using it. Verbatim: material #:302832 batch#: unknown. Item 302832 broke while using it.

Manufacturer narrative:
Correction: cancel MDR; complaint opened in error.

Event description:
No additional information.